Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the reported symptom. This event is being filed as a MDR as the patient was prescribed an epipen to alleviate the reported symptoms, and an align product may have contributed to the event.

Event description:
The patient reported symptoms of sores in the mouth, puffy lips, and itchiness on the back of the hands. The patient reported visiting an allergist for a consultation. The patient was prescribed an epipen to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2020 and the patient is currently asymptomatic. The treating doctor believes the potential root cause of this event could have been an allergic reaction to the aligners.